Manufacturer narrative:
The customer's reported problem is currently being evaluated by merge healthcare. For this reason, conclusions code (conclusion not yet available-evaluation in progress) was used. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6), 2016, a customer reported to merge healthcare that problems were experienced with the pdm (patient data module) where there were intermittent disconnects that caused the hemo monitor to freeze during a procedure. This required the user to reboot the hemo monitor resulting in a loss of patient monitoring. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that could cause harm to the patient. The customer reported that the procedure was completed successfully once the hemo monitor was rebooted. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 30sep2016. The potential impact to a patient has been reviewed and the risk level has been assessed as medium (non-serious injury). Merge technical support shipped the customer the following replacement hardware: hemo pc fru (RMA # (B)(4)) - shipped to the customer on 23sep2016. The faulty unit was returned to merge healthcare on 06oct2016 for evaluation. The results showed that no problems were found after full system diagnostics testing was performed. Software was reloaded and the unit ran for many days without issue. V2 4p masimo nibp 2.x pdm (patient data module) [RMA # (B)(4)] shipped to the customer on 08sep2016. The faulty unit was sent to the manufacturer for evaluation and received by merge healthcare on 07oct2016. The manufacturer's results showed that the customer's reported problem, unit kept resetting itself, could not be duplicated. The unit passed all testing and was returned to service stock by merge healthcare. Lava serial card, dual port pcle (RMA # (B)(4)) shipped to the customer on 31aug2016. This was to replace the siig serial card in another dell t3610 unit. The outdated siig serial card was scrapped onsite by the customer. An internal investigation ((B)(4)) found that siig serial cards have caused connection issues in the past at some customer sites. In order to proactively eliminate this issue, any hemo monitor that is returned with an outdated serial card will be replaced with lava brand cards. In addition, lava cards will be shipped to customers for self-install when the information suggests that the serial card is causing the problem. No further actions are anticipated at this time due to the issue being readily apparent to the user and the non-serious injury assessment to a patient. Revised information contained in this supplemental report includes the following: d10 - indication that device available for evaluation (date last piece of equipment received). H6 - evaluation codes: methods code#1: 10 actual device evaluated (hemo monitor and pdm). Methods code #2: 3263 actual device not evaluated (lava card). Results code #1: 213 no failure detected (hemo monitor and pdm). Results code #2: 3221 no results available since no evaluation performed (lava card). Conclusions code #1: 71 no failure detected, device operated within specification (hemo monitor and pdm). Conclusions code #2: 70 device discarded by user, unable to follow-up (lava card). H10 - indication of additional manufacturer information is contained in this follow-up report.